Event description:
It was reported that the patient experienced recurrent nocturnal low blood glucose while using a Dexcom G7 sensor with the iLet system, with a lowest CGM value of 58 mg/dL and an episode lasting about an hour; the patient treated with oral carbohydrate (lifesavers) and the cause of the hypoglycemia was unclear. Symptoms included hypoglycemia. Outcomes included the need for oral glucose and troubleshooting and education on low glucose management. Investigation included internal complaint review and user¿reported troubleshooting. Investigation of this case revealed no device malfunction identified and no component issue reported, with the event consistent with hypoglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.